Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. An evaluation of the photo provided by the user of the label confirmed the lot number. However, the report could not be confirmed. Without return of the complaint device a further evaluation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter: "introduce loading catheter through white seal in handle and advance in short increments until it exits tip of endoscope.¿ if the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state ¿attach trigger core to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. As reported from cook customer relations: the customer reported an occurrence with the mbl-6, however no event information was provided from the customer. The district manager made attempts to obtain this and further details. She is waiting a response from the facility. The event information is to be updated accordingly as information is received. The following additional information was received on 5/3/17 from the cook area representative: "this is the only information I have in this case. From the technician that was present: as the physician was loading the bander onto the endoscope, he was pulling the loading catheter back through the endoscope (with the string [trigger cord] and barrel attached), he pulled on the loading catheter pretty hard and the loading catheter broke. He said the blue hook piece on the end had broken off. I inserviced the staff on making a loop with the string and leaving a "tail" when pulling through the endoscope to avoid this. Because this happened as the kit was being loaded onto the endoscope, this did not make contact with the patient. No kit to return."